Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the light source got dim. The customer replaced and reseated the main lamp; however, the light was still not transferring correctly through the endoscope. When reporting the malfunction, the customer was not beside the device but noticed it was being operated manually at the maximum level. The customer was provided with the following troubleshooting options. The customer was instructed to ensure the lamp is in automatic mode and in the middle of the brightness scale. Check that the heat sync grease was applied correctly and that the lamp had no fingerprints. Secure both light source cables on both ends; obtain another working light source cable and swap it. After the second follow-up, the customer stated that the issue was resolved by securing the light source cable. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lamp was dim while using the evis exera iii xenon light source. The main lamp was replaced and reseated; however, the light was still not transferring correctly through the endoscope. There was no patient harm associated with the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a unseated cable. Customer resolved the issue by reseating the cable. Olympus will continue to monitor field performance for this device.